Event description:
The manufacturer received an allegation that the ventilator did not alarm after patient disconnection. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported, "the manufacturer received an allegation that the ventilator did not alarm after the patient is disconnected. There was no patient harm or injury reported." The device was returned to the third-party service center for further evaluation. During the evaluation of the device at third-party service center, the complaint could not be confirmed. Error codes pertaining to patient settings were observed. The service technician recommended preventative maintenance activities. The device disposition is unknown.